Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning the error flag result for cardiac troponin on the dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc has reviewed the instrument data. The measurement error flag indicates that the sample is recovering a reaction signal less than the lowest calibrator (result is significantly less than zero). This could be the result of a patient having a naturally low background reaction in the absence of the analyte (troponin I) or it could indicate that the patient has an interferent suppressing the loci reaction. The dimension vista operator's guide provides guidance as to how to handle the measurement error flag. The customer did not follow these recommendations resulting in the 2.5-hour delay in results documented in the escalation. A thorough review of the instrument record indicates that the patient samples were recovering at the threshold of the error flag indicating that an interferent is not likely and the difference between the plasma and serum was due to the normal variation between calibration and analyzers. The result of <15 ng/l was consistent with the patient presentation and is considered the correct result by the customer. The cause of the delay was failure by the customer to follow the operator's guide in troubleshooting the measurement error flag. The customer and system are fully operational. No product non-conformance was identified with the assay or instrument. The device is performing within specifications. No further evaluation is required.

Event description:
A customer reported that there was a delay in patient treatment of approximately 2.5 hours due to the inability to obtain an unflagged result when processing a patient sample for cardiac troponin I (ctni) on a dimension vista 500 system. The initial plasma sample produced an error flag and was not reported. The customer collected new plasma and serum samples. The new plasma sample produced the same measurement error. The customer then processed the serum sample and obtained an unflagged result. The result was considered true for the patient and was reported. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting a ctni result.